Manufacturer narrative:
Investigation will start as soon as product is received. Follow up (B)(6) 2019: investigation could not be started as product was not received by dorc yet. Customer indicated that the affected product was sent to d.o.r.c. On friday (B)(6) 2019. Investigation will start as soon as product is received.

Event description:
Hypotonia during the vitrectomie.

Manufacturer narrative:
Text received from customer: hypotonia during the vitrectomie. Investigation will start as soon as product is received.

Event description:
Hypotonia during the vitrectomie.

Manufacturer narrative:
The affected product was not received for investigation, despite several attempts to locate it within the logistic chain. Subsequent to the initial report, dorc has been working to clarify the circumstances of the issue with the customer. Dorc was informed by the dorc area sales manager that after consulting the surgeon, it was their opinion that the lack of infusion was not caused by the alleged default of the pack. A review of the settings utilised for surgery indicted that the infusion level in the surgical step "vitrectomy peripherique" was potentially too low in the cases concerned and may have contributed to the hypotony. The surgeon has now adjusted the surgical parameters after several surgeries no other issues occurred. The eva surgical system is required to offer a full range of pressure settings for surgeons, including lower pressure settings for clinical situations where this appropriate. As no device malfunction has been identified, no corrective action is identified.

Event description:
Hypotonia during the vitrectomie.